Event description:
Patient was point restrained with mitts nurse present in room. Left mitt came off by patient in seconds. External ventricular drain (evd) with hand/nail cut tubing from evd connection, drain remained connected to patient but disconnected from site of drained chamber. Doctor aware in room evd drain was clamped, no leakage.